Event description:
The customer reported that her blood glucose levels had been running in the 500 mg/dl to 599 mg/dl range. The customer's belt clip for insulin pump broke, when she bent down to pick her daughter up. At the time of the report, the customer's blood glucose was 205 mg/dl and she declined to troubleshoot for high blood glucose with her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.